Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen screen. The blood glucose reading is 156 mg/dl. Customer is pregnant and the blood glucose levels are rising rapidly. The buttons are not responding after battery change. Advised the customer that the insulin pump will be replaced. Nothing further reported.